Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Also, the insulin pump was received with moisture damage on the motor, battery tube and vibrator assembly. We were unable to verify button error alarm due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the customer went into the pool with insulin pump. The pump was submerged for a couple of minutes. Customer stated the pump went blank after being exposed to moisture. Customer's blood glucose was 376mg/dl. Customer mentioned the insulin alarmed button error; she was able to clear it. Advised customer to discontinue the use of the insulin pump and revert to back up plan.